Event description:
It was reported that the user's freestyle libre 3 plus sensor was started in the libre mobile app rather than in the ilet app, leading to "sensor in use by another device", repeated reconnecting and "replace sensor" messages, and an elevated blood glucose was reported. The user experienced a blood glucose peak of 312mg/dl with no associated clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with an improper setup procedure, in which the cgm was paired to a non-ilet device, and no specific pump component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error and failure to follow procedure.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.